Event description:
A healthcare professional reported that a patient developed with moderate high intraocular pressure which required medical intervention. The procedure was completed. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The octafluoropropane (c3f8) tank was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because a valid lot number was not provided. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints. No sample was returned for evaluation. With no additional, related information provided, the customer reported event was not confirmed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).